Event description:
It was reported that there were high capture thresholds with this right ventricular (rv) lead. Technical services (ts) analyzed the device episode data and found that the pacing impedance had decreased to approximately 400 ohms, the r-wave amplitude had dropped to 0.8 mv, and there was loss of capture (loc). It was noted that the physician had reprogrammed the device and desires to continue to monitor at this point. This lead has been repositioned. No additional adverse patient effects were reported. Currently, this rv lead remains in service.